Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer commented that the external pulse generator's (epg) output connector assembly was broken. All found broken parts were replaced. The epg was re-calibrated and passed final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was broken. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.